Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo left common iliac artery that was 80% stenosed. A 10x39mm omnilink elite stent was being advanced over a supracore guide wire (gw), when it was noted that the gw emerged out from the distal part of the stent catheter. It was confirmed that there was no resistance when advancing the omnilink elite over the guide wire. The omnilink device was simply removed. Another omnilink was used with the same supracore gw to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported cut, torn or split material was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported cut, torn or split material appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.